Event description:
It was reported that pt has been experiencing pain in hip area for the last year. Pt states that, within the last six months, he has developed pain in his femur area. Pt states the pain is not constant, but on and off.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.